Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked battery tube threads and reservoir tube lip, and scratched display window.

Event description:
It was reported that the customer has been in the emergency room three times and her blood glucose was fluctuating. The spouse stated that the glucose meter was reading high. The glucose level at time of call was 84mg/dl. Troubleshooting was performed. The customer mentioned that the insulin pump functions, but she has changed the battery multiple times. The caller stated that the device has a crack, and he was unsure of how it happened. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.